Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had prime anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported that the piston did not travel when load is held down and the tubing is not filled. Customer stated they are unable to exit the load reservoir process. The device will be returned for analysis.

Manufacturer narrative:
Device passed rewind, self test, however device failed prime/seating due to failed force sensor (0.9mv at zero offset). Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly.